Event description:
It was reported that during patient follow up, high hv lead impedance was noted. The device was reprogrammed and the desired configuration was obtained. The patient's condition is good.

Manufacturer narrative:
UDI (di): (B)(4).